Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test was completed and was able to lock and unlock a burr without issue. A test case was attempted and was able to pass calibration and lock and unlock a burr without issue. The drill was taken apart for further issue. The exposure motor was tested and passed. The drill¿s cable was tested and passed. The drill is functioning as intended. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. Screenshots and system log files are required to complete a thorough investigation. In absence of system log files, a review of the provided screenshots and navio logs were completed. The reported problem was confirmed. A ¿communication failure¿ was seen, and it was noted that the drill had failed to ¿reach the ready state¿. The user then exited the case. This is a known software defect. We are actively examining this defect to determine the appropriate course of action. The most likely cause of the reported complaint is due to a known software defect. A review of manufacturing records and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Should the missing system log files become available, the case can be reopened. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during set-up for a cori-assisted tka, one (1) real intelligence robotic drill had connection failure while calibrating or force quit when attempting to unlock burr. Surgery was performed, without any delay, using manual instrumentation. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).